Event description:
The procedure began as a diagnostic left heart cath. During the attempted orbital atherectomy of the circumflex, the diamondback catheter was unable to cross the lesion. A second attempt resulted in the burr becoming stuck, and the viper wire appeared sheared. Imaging suggested the device had become extravascular with suspected circumflex perforation.